Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 35ml, and the erv was 11.2ml. The pump was implanted on (B)(6) 2012, and this was the first refill after implant. Reporter stated that the physician usually sutures to prevent catheter detaching from the pump. The patient was feeling a little more tired when the pump was first implanted, but hadn't had any problems since. The patient was sleeping well, was more active, "doing fine", and pain level went down from a 9 to a 5. The last time the pump was read, the refill date was (B)(6), but the refill date had been extended to (B)(6). The healthcare provider was not aware of the change in refill date and went ahead and filled it since the physician was to be out of the office the following week. The logs reported a motor stall on (B)(6) due to MRI. The motor stall recovery was logged after 4 hours. There was nothing else abnormal in the logs. The healthcare provider got clear fluid and bubbles after aspirating the reservoir. No problem was reported while aspirating and the healthcare provider pulled back a couple of times during the fill to confirm needle placement. Reporter stated were no issues filling the pump with the full 40ml. Diagnostic testing on the catheter was being planned. The medication in the pump was dilaudid (hydromorphone). Follow up information has been requested, however, was unavailable at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient: product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Product ID: 8709, implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the pump was moving in the pocket and the surgeon thought that it was occluding the catheter somehow because all pump diagnostics were negative for any issues. The patient was going in for a refill in early (B)(6) and has not had any further issues. The following information was previously reported in manufacturer's report number 3004209178-2012-06833: [it was reported, the patient's pump was flipped and there were issues using the personal therapy manager (ptm). When the ptm was used an error code for uplink issue/poor communication was received. It was reported, the patient was scheduled for a revision (B)(6) 2012, because she had been doing so well with her pump. The patient had lost weight and it was thought the pump may be flipping in the pocket. It was reported on (B)(6) 2012, the patient had lost 35 pounds due to increased activity with increased pain control. The pump would shift to the side in certain body positions. It was also reported higher residual volume than expected was found during refill. During the pocket revision, it was found the pump was still sutured with all anchor points. The circumstances regarding this event were "unique to the patient's body habitus and the folds involved in her abdominal adipose tissue." The pump had not flipped as was suspected pre-operatively. After the pump was repositioned there were no issues using the ptm. It was noted, the patient was doing well and receiving effective therapy. The device system was used to deliver dilaudid. A follow-up report will be sent if additional information becomes available.] All future reporting will be done in manufacturer's report number 3004209178-2012-05989.